Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'manifold pressure sensor failure', requiring a reboot. There was no report of patient injury.